Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory issues, pulseless electrical activity (pea) arrest, and other patient related conditions could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively established. Additionally, review of the log files confirmed a pump stop event that appeared consistent with electrostatic discharge (esd). The system controller event log file from 18feb2026 through 25feb2026, per the timestamps. Multiple low flow hazard alarms were captured throughout the file. One of these alarms, which was captured on (B)(6) 2026, was associated with estimated flow decreasing to as low as 0.3 lpm. Additionally, a pump stop was captured at on (B)(6) 2026. The pump stop lasted less than 5 seconds and appeared consistent with the pump resetting due to an esd event. The pump had no difficulty ramping back up to speed shortly after the pump stop. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including respiratory failure. This chapter also addresses all pump parameters, including pump flow. Chapter 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This chapter also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Additionally, the safety testing and classification tables in appendix c of the IFU include electrostatic discharge information. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The testing & classification tables in section 9 of the patient handbook include esd information. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a code blue was called for pulseless electrical activity (pea) arrest status post emergent bronchoscopy. The patient was intubated at that time. Per the site, it was noted that a low flow event of 0.5l flow occurred early on. Return of spontaneous circulation (rosc) was obtained. The patient was intubated and sedated but was following commands at 1000 on (B)(6) 2026 and was considered to be critical, but stable at the time. The log files were submitted for review and captured intermittent low flow events starting back on 18feb2026 and more frequent low flow events 22feb2026 in the morning. An electrostatic discharge pump reset (esd) on (B)(6) 2026 at 1203 was also seen in the log. The pump was off for around 4 seconds then resumed operation. On 2(B)(6) 2026 at 0637, there was a sudden drop in flow to around 0.3 lpm and becoming more frequent with flow fluctuating between 2 to near zero. The pulsatility index (pi) values were variable but on the lower side. Flows did recover back into the 3 lpm range by the end of the log. A quick bedside echocardiogram was also completed at the time of code but there was no formal dictation at the time of this report. The patient was taken for computed tomography (CT) scans. The result of the CT showed very significant amount of air within the peritoneal cavity causing displacement of the intra-abdominal contents posteriorly. The source of this air was unclear but was favored to be from the chest as a bowel perforation usually did not have this appearance. The right-sided chest tube was along the right diaphragm but appeared to be within the chest cavity. Trace bilateral pneumothoraces with bilateral chest tubes were in place. Severe subcutaneous emphysema was seen on the left neck and chest wall. Right lower lobe consolidation and left upper lobe airspace opacities were also seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.